Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [endurant stent graft] s/n: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft and cuff were implanted, during the endovascular treatment of an abdominal aortic aneurysm. It was reported, post the index procedure, the patient experienced complications in recovery and returned to operating room. However, it was reported, the patient expired after follow-up surgery. The physician suspected a tear in the graft material in either the main body graft or the cuff.